Event description:
It was reported that the bed exit alarm was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bed exit not alarming. The issue was resolved for the customer by re-connecting the speaker at the cpu board and verifying the bed was operating per specification.